Event description:
It was noticed after sterilization, a small screw from the handle of the instrument is missing. The screw has not been removed manually. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation of the returned instrument has shown that the screw is indeed missing. The instrument was repaired and returned. The manufacturing documents were reviewed and no discrepancies to the specifications where found. This complaint was deemed valid, a CAPA determination has been initiated. A review of the device history record did not show conditions that could have contributed to the reported event.